Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to silent ischemia and was referred for cardiac catheterization which revealed the target lesion that was located in the distal left anterior descending artery (lad) with 80% stenosis, a length of 20mm, and a reference vessel diameter of 2.5mm. The target lesion was treated with pre dilatation and placement of a 2.50x24mm promus element drug eluting stent, and post-dilatation with 0% residual stenosis. Five days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with unstable angina and was hospitalized on the same day. Coronary angiography reveled 80% restenosis of the previously placed study stent in the distal lad. No corrective action has been taken. The event was considered to be not recovered /not resolved.